Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use. The angio-seal was deployed with no obvious difficulty. Some time after the patient was transported to the recovery area, the patient began experiencing pain in the foot. Nursing assessment revealed absence of pulses and a cold foot. An ultrasound revealed thrombus in vessel and occlusion of flow. Surgery was performed and the angio-seal anchor and pieces of collagen and sutures were removed.